Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. One month prior, device diagnostic testing was within normal limits, indicating proper device function at that time. The pt is scheduled for ncp system (generator and lead) replacement surgery. Lead break is suspected. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Report is incomplete because device tracking info for the bipolar lead was not forwarded to manufacturer at time of implant. Additionally, no response has been received to manufacturer's requests for additional info from implanting facility or from treating neurologist.